Event description:
Patient reported that one pen malfunctioned. No lot number/expiration date. Unknown if missed dose/adverse event. Unknown if pt has pen on hand. No further information. Reported to (B)(6) by pt/caregiver.